Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered on with a blank display screen. Investigation duplicated the complaint. The pump was opened for investigation and revealed the display wiring was defective.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.